Event description:
It was reported that during a lobectomy procedure, only one line of the staples was released. Used another like device, with a different lot number, and the same thing occurred. There was no patient consequence.